Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for three patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The erroneous test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 2 of 2 reported by this customer. Two mdrs were filed for testing performed on two different dates.

Manufacturer narrative:
A failed calibration occurred on (B)(4) 2009 at 11:31 am due to bad fit. Calibrations failed due to the s0 percent cv values resulting out of specifications high, twice on (B)(4) 2009. Error messages occurred when two levels of quality control were performed after each of the two failed calibrations on (B)(4) 2009. A system check performed on (B)(4) 2009 at 10:30 am resulted within specifications. Two levels of quality control were within specifications on (B)(4) 2009 at 10:57 and 10:58 with no flags obtained. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed preventive maintenance. Replaced all probes and performed adjustments and settings for main pipettor. Ran calibration and quality control which met specifications. Verified repair per established procedures and results met published performance specifications. As of (B)(4) 2009, there had been no further issues reported. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This is event 2 of 2 reported by the customer . The related MDR is 2122870-2011-05083.